Event description:
It was reported to target/bsc that, "during use, marker could not be found on the angiogram by the physician. The procedure went successfully with this product. However, it has been doubtful for physician that the catheter does not have marker-band. The physician didn't check it prior to use. Probably the catheter didn't have marker-band prior to preparation. It was verified that the marker-band did not remain inside the patient."